Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2019 with blood glucose of 362 mg/dl. Customer was in emergency visit as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and abdominal pain, dizzy. The customer was treated with manual injection and insulin pump. The customer uses the auto mode feature. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.